Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) for 6-8 months ago due to malfunction that resulted from cuff atrophy. The entire aus was removed and replaced with new pump, balloon and cuff which was placed more distally. No further complications were reported in relation to this event. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.